Event description:
It was reported that on 14 august 2024, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The anulus diameter was 21.3 mm with mild calcification and mild tortuosity. During procedure, while the flexnav introducing the patient had pain and all the 3 retainer tabs were fully released and the valve was successfully implanted at a depth of 3mm. The implantation ended with vessel complication right femoral, which had to be closed with 2x 8mm x 40 mm stents. The patient remained hemodynamically stable throughout the procedure. The patient was reported stable and good condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the navitor implantation ended with vessel complication in right femoral which had to be closed stents. Information from field indicated that the patient anulus had mild calcification and mild tortuosity and that during procedure the patient had pain while introducing flexnav. Field also indicated that there were no difficulties with implanting the device, such as multiple recaptures/repositioning. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the calcification and tortuosity may have contributed to the reported event, however the exact cause could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as stents were placed for perforation. The patient was reported stable and good condition. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.